Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left bundle branch area pacing (lbbap) lead exhibited failure to capture. Fluoroscopy revealed that the lbbap lead dislodged. The lbbap lead was not used and replaced during the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. A complete lead was returned in one piece for analysis. The helix was retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.